Event description:
It was reported that the pulse generator went into backup vvi, with pacing at 67.5 pulses per minute. Upon initiation of the user download, the patient experienced dizziness and was visibly weakened. The electrogram showed her heart rhythm to be an intrinsic rate of about 40 beats per minute. The device was replaced for lack of pacing support.

Manufacturer narrative:
No medwatch form was received.